Event description:
The patient was revised because the cup was vertical and dislocation occurred. Update (B)(6) 2010 - the complaint has been reopened because litigation papers were received. The lawsuit alleges necrotic appearing material from the site around the hip implant and metallosis causing detachment of and degeneration to the ip abductor muscle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.